Event description:
It was reported the camera head had no image. The issue occurred during the preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: intermittent image due to faulty cable. The most probable cause of the complaint was traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had no image. The issue occurred during the preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.